Manufacturer narrative:
An attempt was made to reproduce the issue by generating weekly review report and observed that the clinic settings was shown in the report. The issue was not reproducible.this issue it not confirmed. Testing and analysis refute the issue occurred at the time of the reported event i.e., there is no evidence to suggests the issue happened.to assist with the resolution , we requested below information from helpline support team : -- requested helpline to confirm whether the clinic user settings has the range value as mentioned above. I see that the clinic settings is being set as 3.9-10.0 mmol/l which is what is being shown in the dashboard. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed 10541263doc_z. The most likely root cause of this issue is due to lack of user training. Helpline did confirm that they have provided the information to the user and no further assistance needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report error issue. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the application, and no product return is required for acc-7333.